Event description:
It was reported that when the asymptomatic patient presented for normal follow-up, externalized conductors were observed via diagnostic imaging. The electrical function of the lead was tested and no anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were noted at 10.1-12.3cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 18.6-18.9cm, 19.4-19.6cm, 22.4-22.6cm, 22.7-22.9cm, 23.0-23.1cm, and 23.9-24.0cm from the distal tip. The etfe coating was intact at these locations.